Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. An elevated initial result of 15.149 ng/ml was obtained and released from the laboratory. The customer stated due to age and chest pain, the patient was transported to the hospital despite the elevated troponin result. There has been no report of current patient status. The customer reanalyzed the sample, on the same instrument, and obtained lower results of 0.005 and 0.004 ng/ml which were within the normal reference range. The patient's sample was collected in a 7 ml lithium heparin plasma tube and centrifuged for five minutes. The customer stated the sample was normal in appearance. No sample integrity issues were noted. The customer indicated all system parameters (including quality control, calibration, system check, and precision test) were within assay and instrument specifications. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.